Manufacturer narrative:
The product was returned and is pending the completion of the investigation. Lot release records were reviewed and the product lot met all acceptance criteria.  Omnipod dash insulin management system ¿ user guide: model: 18320, 18296-eng-aw rev b 06/18. Changing your pod: chapter 3 / pages 48. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
It was reported that the needle did not deploy when the pod was activated; the pink slide did not move forward and cannula wasn't visible, which indicates a needle mechanism failure. The pod was not worn and no high blood glucose levels were reported.

Manufacturer narrative:
The device was returned in the not deployed state. First prime ended at 28 pulses and deactivation occurred at 38 pulses. The drive mechanism was advanced with a power supply. The needle and cannula deployed properly. The lead screw, tube nut, and commutator cap were inspected and no abnormalities were found. Although no defects were found, the cause of the reported event could not be determined.